Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for incomplete coaptation (intraprocedure). Based on the available information, the reported incomplete coaptation/slda (single leaflet device attachment) (intraprocedure) appears to be due to procedural conditions. The reported unspecified tissue injury appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported mitral valve insufficiency/regurgitation appears to be a cascading effect of the slda. Additionally, unspecified tissue injury and mitral valve insufficiency/regurgitation are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The patient went for surgery 1.5 weeks after the clip implant. The mitral valve was replaced surgically; however the patient passed away from cardiac tamponade after the surgery. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Two clips were implanted on the medial side of a2p2. A third clip delivery system (cds) was advanced and placed on the valve however visualization was difficult due to the two implanted clips. After several attempts at grasping, the mr increased to 4. The clip was deployed with moderate residual mr. While preparing the fourth cds, it was noted the posterior leaflet had torn, causing the third clip to detach from the posterior leaflet (single leaflet device attachment (slda)). The fourth clip was deployed however the mr remained at 4. The patient will likely be sent for valve replacement surgery at a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for incomplete coaptation (intraprocedure). Based on the available information, the reported incomplete coaptation/slda (single leaflet device attachment) (intraprocedure) appears to be due to procedural conditions. The reported unspecified tissue injury (therapy/nonsurgical treatment, additional (includes additional mitral/tricuspid valve)) appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported mitral valve insufficiency/regurgitation (worsening mr) appears to be a cascading effect of the slda. Additionally, unspecified tissue injury and mitral valve insufficiency/regurgitation are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention (additional mitraclip / triclip same procedure), hospitalization, and surgery are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.